Event description:
During a procedure, the ptfe pad was severely damaged and the subject device was not disabled after second use. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the tip of the ptfe pd was severely worn and there were burns of ptfe pad and the probe. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the metal part of the jaw and the probe came into contact with each other during activating output, the burns of the pad and probe. Occurred. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found. This report is being submitted as a medical device report in an abundance of caution.